Event description:
Monitor cable ripped, power module emergency battery dead. Patient on back-up controller. Patient reports alarms several weeks ago while on a trip. Changed to back-up controller. Reports feeling a shock once changed over. Admitted for observation.